Event description:
A customer complains of a high berichrom(r) heparin result relative to a result obtained by an alternate methodology. The customer states that the berichrom heparin elevated result was accepted on a patient sample and alleges it led to a decision to change the heparin treatment of the patient. The patient suffered a stroke.

Manufacturer narrative:
The cause of the discrepancy versus the alternate methodology is unknown. Correlation to the alternate assay is not established. The complaint is under investigation by siemens healthcare diagnostics.

Manufacturer narrative:
Original MDR was filed 2013-03-29. Further investigation confirmed that the basis of the customer complaint was customer correlation to an alternate assay which is not established or claimed by siemens healthcare diagnostics. At the time of the complaint, the berichrom heparin control results were within the qc control ranges. Siemens assessment showed that user processed the sample with a modified application (change of washing step) and reported a value reported above the calibrated range. Therefore, a clear link of the insult to the heparin measurement cannot be drawn. In addition, differences between the methods discussed is known from proficiency trials and reflects several technical and design differences. Additionally, evaluation of the berichrom(r) heparin product, owld, was conducted relative to complaints of low recoveries with reagent time on board the instrument. It was concluded that if a change of heparin level is observed during on board stability, it will be shown by a lower control recovery. It is extremely unlikely that an erroneously low heparin value may be reported which may trigger a higher dose of heparin therapy which could slightly increase the risk of bleeding. The potential of an adverse event to the patient is considered to be very unlikely because only the lower therapeutic range is affected. (In this instance which is unrelated to on board stability, discrepant elevated results were alleged).